Event description:
On 7/8/1999, the surgeon informed the manufacturer's (MFR.) Sales rep of the following: the device came out of the packaging already damaged. The pipette was bent making it impossible for the catheter to remain in place. The device was "not placed in the pt." The report also states that the surgeon does not wish to be contacted. No further details were provided.